Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.

Event description:
Additional information received confirmed that the patients death was not device or study related.